Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, quality control, specification and visual inspection of the returned device was conducted during the investigation. The device was returned for evaluation. A visual examination of the returned device showed the flexible tip was separated from the rest of the catheter. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided level of information, a definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
It was reported during a ureteroscopy in the upper urinary tract the tip of the dual lumen catheter broke off into the kidney and had to be retrieved using graspers. No additional information was available at the time of this report.